Event description:
A customer reported progesterone iii (prog iii) quality control (qc) out of range on the aia-900 analyzer. The customer is using assay lot f71c320. Technical support specialist (tss) sent the customer new test cup and calibrator lot for troubleshooting purposes. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
The most probable cause is not yet determined, investigation pending.